Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the advancer tube of a 6f/7f mynxgrip vascular closure device (vcd) was missing when using the device, which is used to push the mynx down into the skin. There was no reported patient injury. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynxgrip 6f/7f vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with stopcock closed. A cordis sheath used in the procedure was returned inserted on the shuttle. Nevertheless, the sealant sleeve was not displaced completely to the proximal end of the shuttle. The sealant was observed attached to the body of the device, exposed out of its manufactured position, while the advancer tube was observed in its manufactured position. It was also observed that a great amount of blood was present over the advancer tube. No visual damages or anomalies were observed. During the functional analysis, it was observed that a deployment difficulty of the advancer tube was present. Therefore, the distance between the proximal and distal tamp locks were attempted to be measured; however, it was not possible due to the amount of blood inside the device which did not permit the removal of the advancer tube to visualize the tamp locks. As it was observed that the advancer tube was not missing as reported on this event, a functional deployment analysis was attempted to be executed. During this analysis, it was observed that the advancer tube could not be deployed as expected. It was concluded that the amount of coagulated blood could be a resistance and/or impediment factor that was obstructing the advancer tube deployment. The reported event of ¿advancer tube-missing advancer tube¿ was not confirmed through analysis of the returned device since it was found on the device. The exact cause of the issue experienced could not be conclusively determined during analysis of the returned device. Based on the limited information available for review and the product analysis, procedural/handling factors (such as an incomplete shuttling down of the shuttle) most likely contributed to the issue with the advancer tube reported since it was returned in its manufactured position and the sealant sleeve was not completely displaced to the proximal end of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant/advancer tube failing to deploy, which can be mistaken as a missing advancer tube. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the advancer tube of a 6/7f mynxgrip vascular closure device (vcd) was missing when using the device which is used to push the mynx down into the skin. There was no reported patient injury. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.